Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using ruby coils and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician successfully implanted five ruby coils. While advancing the next ruby coil near the distal end of the lantern, resistance was encountered. The physician decided to retract the ruby coil slowly and encountered resistance again. Subsequently, the ruby coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed. The ruby coil was flushed out on the back table. It was also reported that the physician damaged the ruby coil pusher wire. The physician attempted to re-advance the same lantern into the target location and reported that it was unable to advance. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter and six non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. If the ruby coil is retracted against resistance, damage such as this may occur. Further evaluation of the device revealed that the pusher assembly was kinked and fractured, the pull wire was retracted from the fractured location on the pusher assembly and the embolization coil had offset coil winds. Based on the reported event, this damage was likely incidental to the complaint. The pusher assembly was damaged by the physician as mentioned in the complaint. Due to the returned damage, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.